Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). Please refer to the attached analysis report.

Event description:
After cardioversion with an external defibrillator, the pacemaker showed no sensing activity for a few minutes while pacing was delivered in the atrium as well as in the ventricle.